Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. It was also reported that the customer experienced difficulties charging the pump reportedly, the issue resolved on its own while using the same pump charging supplies. Customer¿s blood glucose level was 100 mg/dl. Customer will continue to use the current pump for insulin therapy and a replacement pump was sent.